Event description:
It was reported that the insulin pump alarmed no delivery during basal/bolus/fixed prime. Insulin finally exited from tubing with manual plunger push and full set change. Customer's blood glucose reading was 233 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.